Manufacturer narrative:
A preliminary investigation was performed by zoll personnel at the customer's site. The reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the review of the event logs and during the preliminary functional testing. Further investigation will be performed at zoll (B)(4) service depot to determine the root cause of the tcmid:05 error message. Visual inspection of the thermogard console was performed, and no issues were observed. The event log was reviewed and revealed multiple tcmid:05 (coolant diff failure) error messages; thus, confirming the customer's reported complaint. Further review of the event log showed multiple other error messages, unrelated to the reported complaint. There were one tcmid:06 (ce post failure) and multiple tcmid:08 (coolant temp low) error messages observed around the customer's reported event date. Further review of the event log showed one mid08 (post stuck key) error message which was cleared by the customer. The possible root cause of this error message was that the mute button key was stuck. In addition, multiple mid:16 (software related) error messages were observed on various dates. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The thermogard system failed functional testing as the console displayed a tcmid:07 (coolant temp high) error message, unrelated to the reported complaint. The thermogard console was powered off/on. When powering up, the console displayed a tcmid:05 error message, confirming the customer's reported complaint. To troubleshoot the issue, zoll service personnel replaced the lm 34 temperature sensor and pic-16 circuit board. Subsequently, the system was calibrated. However, the thermogard console failed during calibration and the display screen went black and the system alarmed. The original pic-16 circuit board was re-installed. The customer was advised to send the console to zoll san jose service depot for an in-depth investigation to determine the root cause of the reported tcmid05 and other tcmid errors. Zoll san jose has not yet received the thermogard xp ivtm system (s/n tgxp10902) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the cooling phase of ivtm therapy, the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message. As reported, the console was in run mode for more than 12 hours when the issue occurred. The customer used another thermogard console, and patient treatment was continued and completed without any further complications. No consequences or impact to the patient.

Manufacturer narrative:
During final testing and servicing of the thermogard console, the system didn't pass the calibration test due to a failed communication between the input/output (I/o) printed circuit board (pcb) and danfoss controller. Both the defective I/o pcb and danfoss controller were replaced to remedy the fault. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error.

Manufacturer narrative:
A preliminary investigation was performed by zoll personnel at the customer's site. The reported complaint that "the thermogard xp ivtm system (s/n (B)(6) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the review of the event log and during the preliminary functional testing. The thermogard system failed the preliminary functional testing because the console displayed a tcmid:07 (coolant temp high) error message, unrelated to the reported complaint. The thermogard console was powered off/on. When powering up, the console displayed tcmid:05 error message, confirming the customer's reported complaint. The root cause of the tcmid:05 was the defective lm 34 temperature sensor. The reason for the temperature sensor being defective was due to a defective component as the lm 34 temperature sensor was replaced in november 2017 during service performed by zoll. After the lm 34 temperature sensor was replaced, the thermogard system failed during calibration. The display screen went black, and the system alarmed. The thermogard console was returned to zoll san jose for an in-depth investigation. Visual inspection of the thermogard console was performed and several physical damages were noted, unrelated to the reported complaint. The top cover deck was cracked, the pump raceway lid was missing, the prime switch was torn, and the saline hook was completely detached from the backside of the console. The root cause of the observed physical damages was attributed to user mishandling. In addition, it was noted that the coldwell cap and drip tray gaskets as well as the white rollers were worn out, likely attributed to wear and tear. The thermogard console was manufactured in january 2013 and is almost 14 years old, well beyond its expected service life of 5 years. All the missing and damaged parts will be replaced to address the observed issues. The event log was reviewed and revealed multiple tcmid:05 (coolant diff failure) error messages; thus, confirming the customer's reported complaint. Further review of the event log showed multiple other error messages, unrelated to the reported complaint. There were one tcmid:06 (ce post failure) and multiple tcmid:08 (coolant temp low) error messages observed around the customer's reported event date. Further review of the event log showed one mid08 (post stuck key) error message which was cleared by the customer. The possible root cause of this error message was that the mute button key was stuck. In addition, multiple mid:16 (software related) error messages were observed on various dates. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. During functional testing, the thermogard console displayed a "factory configuration not complete" error message following the power-on-self-test (post), unrelated to the reported complaint. The technical investigation found that the root cause of the noted failure was the defective input/output (I/o) printed circuit board, which will be replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the display head battery had low voltage, attributed to the age of the thermogard console. The battery will be replaced to address the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).